Event description:
On (B)(6) 2014 one of our infusion pump power cords had a short while plugged into the wall. The nursing staff noticed the short after smelling something burning in the pt's room. Upon investigation, fluid may have been a factor of the short, however this couldn't be confirmed and no pictures were taken at the scene. A pt was in the room at the time, but the pump wasn't in use.